Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery.